Event description:
This complaint was created due to the receipt of a medwatch report mw5116554 on 19apr23. The report was found to be written against the 00505217900, 12.5 x 76 x 0.9mm reciprocator blade, coated device that was being used during an unknown procedure on 09mar23. The report stated, ¿patient admitted after a fall and found to have a femoral neck fracture. After the procedure it was noted that there was a small piece of the saw blade left inside the patient incision. Piece was removed. An xray was confirmed no additional pieces were left in the incision.¿. Further assessment questions were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. There was no report of medical intervention, or hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 24 complaints, regarding 30 devices, for this device family and failure mode. During this same time frame 1,837,009 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00002. Per the instructions for use, the user is advised to not use burs for plunge cutting. Injury or damage may occur. Do not use saw blades to pry, remove bone grafts, or as a leverage point. Do not apply excessive bending or twisting force to blade. Patient or user injury may occur. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report mw5116554 on (B)(6) 2023. The report was found to be written against the 00505217900, 12.5 x 76 x 0.9mm reciprocator blade, coated device that was being used during an unknown procedure on (B)(6) 2023. The report stated, ¿patient admitted after a fall and found to have a femoral neck fracture. After the procedure it was noted that there was a small piece of the saw blade left inside the patient incision. Piece was removed. An xray was confirmed no additional pieces were left in the incision.¿. Further assessment questions were requested of the reporter and a good faith effort was completed; however, the reporter has not responded to our attempts for information. There was no report of medical intervention, or hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.